Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of pelvic prolapse and stress urinary incontinence. It was reported that after implant, the patient experienced uterine prolapse, cystocele, rectocele, enterocele, stress urinary incontinence, postoperative urinary retention and omental adhesions around the right ovary tube. Treatment includes revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.